Manufacturer narrative:
The monitor came in for "giving error code" the customers comments are not verified. The monitor was powered up and no error was present but there was no red led light. The monitor was tested with a simulator and several probes and no error was present. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is giving error code 18. No patient injury was reported.